Event description:
It was reported that the patient developed an infection and vegetative growth in the heart. The implantable cardiac defibrillator (ICD) and two leads were removed and a temporary pacing system was placed until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 52 cm. A distal portion was received measuring 52 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: 5076 implantable pacing lead (B)(6) 2009, d154awg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).